Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising, and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the patient had an increase of right ventricular (rv) lead pacing impedance that eventually involved lead oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.